Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the impedance measurements on the pace/sense portion of this implantable transvenous defibrillation lead were noted to be abnormal. It was also noted that the v intrinsic amplitude and v pace impedance measurements were showing up as n/r. A copy of the strips were sent to boston scientific's technical services (ts) for review. No adverse patient effects have been reported.